Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
False negative sars results received during comparison study. Pcr resulted positive, and then the same day the patient was tested on sofia sars and resulted negative. Known positive in-patients were tested as part of the study, but data regarding symptom onset was not provided.